Event description:
The customer reported the system would intermittently lock-up and required rebooting. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.